Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media. An alarm issue was reported with the adc device in use with samsung galaxy a33 phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced general discomfort due to hypoglycemia such as sweating and dizziness. Customer was given sugar as a third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having missing alarms. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy s20 fe 5g android 13 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media. An alarm issue was reported with the adc device in use with samsung galaxy a33 phone with android operating system version 13 and app version 2.10.1.10406. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced general discomfort due to hypoglycemia such as sweating and dizziness. Customer was given sugar as a third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported having missing alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media. An alarm issue was reported with the adc device in use with samsung galaxy a33 phone with android operating system version 13 and app version 2.10.1.10406. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced general discomfort due to hypoglycemia such as sweating and dizziness. Customer was given sugar as a third-party treatment. There was no report of death or permanent impairment associated with this event.